Manufacturer narrative:
On (B)(6) 2019, the mentor product analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor received additional information about the event. The patient was 51 years old at the time of event. On (B)(6) 2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: on (B)(6) 2019, mentor received additional information about the event. The surgeon reported that there were no adverse effects to the patient. There was in increase in surgical time of about an hour without complications to the patient. Is adverse event? Was incorrectly selected. Patient code is updated to 2692 ¿no known impact or consequence to patient¿ on (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor analysis lab discovered a rent measuring approximately 0.3 cm on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction procedure with a mentor tissue expander 550cc device that deflated during surgery. It was noticed near the end of the surgery on the right breast that a saline solution was escaping through the collector drain. After revision of the cavity, an orifice was noticed near the base of the expander. As a result, the deflated tissue expander was explanted and replaced with an unspecified tissue expander.

Manufacturer narrative:
In follow up report #2, it was reported that there was no known impact or consequence to the patient, but type of reportable event said serious injury. Type of reportable event has been corrected to malfunction. Manufacturer reference number: (B)(4).